Manufacturer narrative:
Request from FDA: does the unmatched code key allow the recognition of a different test strip? Response from manufacturer: --in the coaguchek xs meter, an unmatched code chip (key) allows a different test strip lot to be recognized. --however, the meter will show error 3 when an expired code chip is being used. In this case, the error log shows that the customer received multiple error 3 (internally logged as error 349) "test strip expired" messages on 04 nov-2019 indicating that an expired code chip/ strip was being used. --sometime after 04-nov-2019 the meter was set to an incorrect date and time. This was the reason why the expired code chip was able to be used. --the current us operator¿s manual of coaguchek xs for pst (v7) provides the following information related to the correct code chip use and setting of the date and time: refer to attachment 1. --there are also additional detailed instructions for how to set the date and time included in the operator¿s manual. Additionally, the package insert for the strips provides the following information: refer to attachment 2. --also, excerpts under "limitations of procedure - information for you and your physician," states the following: "please check date and time on the meter display. Incorrect settings might cause an error message." Request from FDA: if unmatched code key and test strip are used, will that lead to erroneous result or an error message with no result? Response from manufacturer: --in the coaguchek xs meter, if an unmatched code chip and strip lot is used, an error message is not typically displayed and a result is produced. --when the date and time are set correctly, an error message will be displayed when the code chip is past its expiration date. --a previous study using data from 2014 - 2017 tested all different combinations of code keys and mismatched strip lots showed the following results: -approximately 99% of all values within 1.5 ¿ 4.5 inr with all test strip and code chip combinations had a deviation in the mean of less than 5% -100% of all mean value deviations remain within 10%. --during the investigation, the customer was contacted to clarify information because during the investigation it was found that the measurement in meter memory on 13-nov-2020 was 3.0 inr. The 3.0 inr result was initially reported by the customer as the lab result. The customer stated that he may have made a mistake when reporting the results on the initial call. However, the customer could not remember the exact measurements. The customer did confirm that he measured with s_code chip: 327 and lot: 434925-12. This specific code chip was associated with a recalled (z-0360-2019 res 81093) strip lot. A calculation was performed to determine the potential deviation of using this code chip and strip lot combination. The calculation identified a possible maximum deviation of up to 30% for this combination. This is expected based on the recall issue. In the us, customers were required to stop using all impacted products however customers in germany, the country in which this even occurred, customers continued using the products with additional testing requirements. --it was reinforced to the customer that the correct code chip and strip lot combination must be used. Request from FDA: have you performed any root cause analysis for the discrepant results on 11-13-2020 and 11-17-2020? Response from manufacturer: --the root cause was determined to be the mismatched code chip. A contributing factor was the incorrect date and time which allowed the expired code chip to be used.

Manufacturer narrative:
Request from FDA: what is the unknown lab method as referred to in the MDR? Response from manufacturer: the lab method is not known. The customer does not know the lab method. The hospital was contacted and refused to provide the laboratory method. Request from FDA: is this patient positive for lupus anticoagulant? Response from manufacturer: the patient is not positive for lupus anticoagulant. Request from FDA: what about ldh level if tested? Response from manufacturer: the patient does not know his ldh value and does not know if it has ever been measured.

Manufacturer narrative:
Upon review of the meter's patient result memory, a value of 3.0 inr was observed to have been measured with the meter on (B)(6) 2020. The customer could not remember if it was the meter value that was 3.0 inr instead of 2.0 inr or if the laboratory value was 2.0 instead of 3.0 inr.

Manufacturer narrative:
Medical assessment of the stroke event determined at the time of admission, the inr result from the coaguchek meter was 2.9 and the concomitant inr result from an unknown central analyzer at the hospital was 2.5. On (B)(6) 2020, the patient had a coaguchek inr result of 4.9, and his vka therapy was modified. No other inr results are available for the 10 days prior to admission. While discrepant inr values between the coaguchek meter and an unknown central analyzer were reported several days after the patient was admitted, the results have no bearing on the clinical decision making with regards to the patient's stroke. At the time of the patient's stroke, his inr was in the therapeutic range and his risk profile for stroke was optimal. The performance of the coaguchek meter did not contribute to the patient's stroke. The reporter's meter, test strips, and code chip were provided for investigation. The test strips (lot 434925-12) and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned code key corresponds to a different test strip lot (lot 304975, expiration = october 2019). The date and time in the customer's meter were set incorrectly. The returned test strips were measured with the returned meter and retention controls. Testing results (control range = 2.7 - 3.3 inr): qc 1 = 3.0 inr, qc 2 = 2.9 inr, qc 3 = 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter alleged that incorrect results from the coaguchek xs meter serial number (B)(4) led to a thromboembolic stroke on (B)(6) 2020. On (B)(6) 2020 the customer measured 4.9 inr with the device. From (B)(6) 2020, the customer took half a tablet less of his normal dosage for a week due to the 4.9 inr result. Normally the customer would have taken one and a half tablets. The customer had a stroke on (B)(6) 2020. The patient stated they had a blood clot on the aortic valve. At the time of the stroke, the customer¿s meter result was 2.9 inr. While at the hospital on (B)(6) 2020, the customer was tested by an unknown laboratory method, resulting with a value of approximately 2.5 inr. The customer's marcumar dosage was increased by half a tablet based on the laboratory result. The customer stated, there was no dosage increase prior to the stroke. The customer's therapeutic range was 2.5 - 3.0 inr. The customer's therapeutic range was adjusted to 2.5 - 3.5 inr. On (B)(6) 2020, the customer's meter result was 2.0 inr. At the same time, a sample was collected from the customer and tested in the laboratory using an unknown method, resulting with a value of 3.0 inr. On (B)(6) 2020, the customer¿s meter result was 4.8 inr. At the same time, a sample was collected from the customer and tested in the laboratory using an unknown method, resulting with a value of 2.9 inr. On (B)(6) 2020, the customer stated the blood clot was almost gone. This case is being reported under an abundance of caution.